Event description:
On 18th march 2022, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the lens was implanted on an unknown date in 2016 and within (B)(6) 2022 the lens has been observed to have turned cloudy. The lens is reported to be opaque across ¾ of the posterior side.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was implanted on an unknown date in 2016 and within (B)(6) 2022 the lens has been observed to have turned cloudy. The lens is reported to be opaque across ¾ of the posterior side. The rayner risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery) and idiopathic. There is insufficient information/evidence available at this time to determine the cause and/or contributory factors leading to the onset of opacification. Rayner has requested additional information from the healthcare facility to facilitate further investigation of the event. "Precipitates" is listed in the "adverse events" section of rayner ifus. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the superflex aspheric 920h iol batch 033e45972.